Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device and 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). Silicone migration: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Use error: not observed. Additional observations: observed brown particles on the surface of the shell. Observed 40 mm dark patch edge material inside gel device. Observed creases on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting patient experienced pain and "one of the devices had a rupture/capsule problem'' . Health professional later right side reported "pain in the breast radiating towards the armpit, volume loss in the breast, and decrease in breast height" and ¿silicone bleeding in axillary area¿ via ultrasound. The device was implanted past expiration. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting patient experienced pain and "one of the devices had a rupture/capsule problem'' . Device remains implanted. The affected side is unknown.

Event description:
Health professional later right side reported "pain in the breast radiating towards the armpit, volume loss in the breast, and decrease in breast height" and ¿silicone bleeding in axillary area¿ via ultrasound. The device was implanted past expiration. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: silicone migration and use error.